Event description:
It was reported that the unspecified bd IV tubing set experienced leakage. The following information was provided by the initial reporter: during disconnecting hd chemo IV tubing there was leakage.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No additional information available. Based on the limited information, no further investigation can be performed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd IV tubing set experienced leakage. The following information was provided by the initial reporter: during disconnecting hd chemo IV tubing there was leakage.